Manufacturer narrative:
It was reported via medwatch mw5089095 that the catheter balloon burst and a piece of catheter was found inside of the patient's bladder during a cystoscopy procedure. There is no contact information to follow up with the customer. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the catheter balloon burst and a piece of catheter was found inside of patient's bladder.